Event description:
During a revision case, the surgeon noted poly debris and metallosis of the implants. The posterior cruciate ligament was intact and the tibia was rotated 10-15 degrees. It was not very tight in flexion or extension.

Manufacturer narrative:
Engineering evaluation pending return of device.